Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's unspecified ostial coronary artery. Upon initial inflation, the balloon catheter burst at 6 atmospheres leaving the stent partially deployed. The sds was withdrawn from the pt without complication and another balloon catheter was used to fully expand the stent. There were no clinical sequelae relative to this event.